Manufacturer narrative:
A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with elecsys hcg+beta (hcg+b) assay on a cobas 6000 e601 immunoassay analyzer. Initial result: 80.98 miu/ml. The physician questioned the result and requested the sample to be repeated. Repeat result: 10000 miu/ml (accompanied by a data flag). The sample was then tested with a 10-fold dilution resulting in an hcg+b value of 49283 miu/ml.

Manufacturer narrative:
The hcg+b reagent lot number was 744575. The expiration date was not provided. The calibration was last performed on (B)(6) 2024. The investigation is ongoing.